Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Power on reset (por) occurred. Por for write to locked ram, addr=1430, data=39, on (B)(6) 2006 07:27:39. 1 - patient alert for por on (B)(6) 2006 06:27:39.

Event description:
It was reported that there was undersensing and t-wave oversensing. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that there was undersensing and t-wave oversensing. The lead was capped and replaced. Performance data from the device was analyzed and tested out of specification. The device remains in use. No patient complications have been reported as a result of this event.